Manufacturer narrative:
(B)(6). Occupation: product complaint analyst.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump alarmed "no disposable (nd)- pump won't run". The alarm was silenced, the settings were reviewed and the pump was powered off. The clamp was closed, the cassette was removed and the air bubbles were dispersed. The cassette was replaced, the pump was turned on and it continued to alarm. The same troubleshooting steps were repeated, but the alarm persisted. The pump was powered off. The rate of infusion was 2.3ml/hr, 11ml remained and 95ml infused. There was no patient injury. Additional information received by smiths medical via email on (B)(6) 2021:no further information available.